Event description:
It was reported that pump experienced malfunction code malf 24 with fault ID 0x2219 and was not resettable, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.